Event description:
It was reported that: "we are facing difficulties with the insertion of arterial catheters: we are recommended to insert with an angle of 30 , which is difficult in practical. Devices can kink so they cannot be used anymore. Catheters blockage are frequent." Customer reported the issue occurs both during insertion and after the catheter has been placed. Customer has experienced "all types of situations" such as "patent but without return, return but without arterial curve, complete thrombosis of device". Intervention reported as "moving the catheter, change on guide, remove and re-insertion when necessary". No specific patient information was available.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "we are facing difficulties with the insertion of arterial catheters: we are recommended to insert with an angle of 30 , which is difficult in practical. Devices can kink so they cannot be used anymore. Catheters blockage are frequent." Customer reported the issue occurs both during insertion and after the catheter has been placed. Customer has experienced "all types of situations" such as "patent but without return, return but without arterial curve, complete thrombosis of device". Intervention reported as "moving the catheter, change on guide, remove and re-insertion when necessary". No specific patient information was available.